Event description:
It was reported by service report that the footboard was not working and the motion interrupt pan was missing. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - missing motion interrupt pan; damaged footboard and footboard modules.